Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was 190 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.